Manufacturer narrative:
The actual device was not available; however, a photograph of the device was provided for evaluation. Visual inspection of the photograph identified droplets on the outside of the bag and on the tubing. The reported condition of leak was verified, however the location of the leak could not be determined. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000ml dua l-chamber eva bag leaked parenteral nutrition (pn) from an unspecified location at the bottom. It was further reported that the silver overpouch containing the bag was opened and the leak was noticed. This issue was identified prior to patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.